Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 527 mg/dl at the time of the incident and the current was 499 mg/dl. The customer experiences abdominal pain like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was not admitted into the hospital. The customer alleges the insulin pump was under delivery. The customer was treated with the manual injection. The insulin pump and the reservoir will not be returned for the analysis.